Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. The customer reported obtaining a sensor scan of 74 mg/dl with a downward trending arrow and self-treated with glucose and juice based on the reading. Customer observed that his glucose value had not risen, and again self-treated with glucose and juice. An ambulance was called and customer was taken to the hospital where laboratory readings of 900 mg/dl and "1000" were obtained, and customer received unspecified treatment for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.